Event description:
The customer contact reported sparks. The pump was returned to the biomedical engineering department with a note that stated, "sparks (fire came shooting out of machine). Smell burning/smoking." During testing at the user facility, the device had a "burning smell" while plugged into an ac power outlet. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.